Manufacturer narrative:
According to the customer, they "flushed" the catheter after placement and when attempting to inject medication "20-30 seconds" after flushing the catheter was "clogged". The customer reported "no medication was able to be administered". The customer did not report serious injury, medical intervention/attention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, they "flushed" the catheter after placement and when attempting to inject medication "20-30 seconds" after flushing the catheter was "clogged".